Event description:
According to the reporter: injuries were received as a result of a malfunction of a surgical stapler during a thoracic surgery which required that the entire lobe of the pt's lung be removed.